Event description:
Biotronik was informed that the surgical pocket was revised due to a pocket hematoma. All records indicate that this device remains actively implanted. Should additional info become available, this event will be updated.